Manufacturer narrative:
The mentor failure analysis lab has only received the contralateral device for evaluation as of december 09, 2021. Therefore no analysis can be performed. Previously this report referred to the prosthesis as the left breast prosthesis. Upon the return of the contralateral device, it was unclear the respective side the devices belonged. As such, the prosthesis' identification has been labeled as device b (replacing the left side designation). This impacted product's lot and serial numbers have remained unknown. If further information is provided, this report will be updated accordingly. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient had undergone a bilateral breast augmentation surgery with implantation of two 500cc unknown gel implants. During a revision surgery, bilateral rupturing of the prostheses was observed along with bilateral baker grade iii capsular contracture. The patient underwent the prosthesis removal procedure on (B)(6), 2021. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2021-13000 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).